Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, a pericardial effusion occurred following transseptal device usage. Pericardiocentesis was attempted with a syringe to drain the fluid, to no avail. Subsequently, a sternotomy was performed, during which the sternum was opened and later sewn back. The procedure was aborted under general anesthesia. The patient survived but sustained an injury. It was further reported that the patient required prolonged hospitalisation. No further patient complications have been reported as a result of this event.